Manufacturer narrative:
Review of the instrument's run data showed the 2 alleged runs, and in addition to the 2 runs that were identified to have made a potential false positive call for the flu b/flu a/ sars-cov-2 targets of the scfa assay due to abnormal pcr growth curves. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update has been launched to better identify the thermal sensor errors. A new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from taiwan alleged false positive results generated when using the cobas® sars-cov-2 & influenza a/b test assay for use on the cobas® liat® system. Patient 1 generated flu b/sars-cov-2 positive results and pateint 2 generated flu a/sars-cov-2 positive results. Both samples were repeated with another cobas® liat® system and the results were negative for all 3 targets. Both the initial and negative results were released to the patient and or/ medical personnel. Patients 3 generated sars-cov-2 positive and patient 4 generated flu b positive. No additional information is available for patients 3 and 4. An investigation was conducted to evaluate the customer¿s allegation. Per the FDA guidance four (4) mdrs will be filed. One (1) per patient.